Manufacturer narrative:
The disposable set was not available to be returned for investigation; however, upon reviewing the photograph provided by the user we were able to confirm that there were kinks in the tubing. Without evaluating the sample, it is difficult to determine what caused the kinks. The library/retain sample for this part number/lot number was inspected and no kinks were observed. The manufacturing batch records for this lot number were also reviewed and no anomalies were found. A review of complaints for the past year indicated no additional reports of this nature; this appears to be an isolated incident. All finished disposable sets are 100% visually inspected. It was reported that the case was completed successfully with the implicated set; there was no harm to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "during the case on (B)(6) 2020, a continuous hi-pressure alarm was received during the case. Greg checked the tubing between the belmont hypothermia pump and the patient without finding a kink. He said the pressure was around 170 mmhg, so I had him check the tubing between the 4.4-liter canister and the top of the machine. He found some kinks, after applying pressure to the kinks to round them out, the alarms quit. The case was finished without incident."